Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803.the returned attachment was tested by manufacturing personnel and it was noted by production personnel that the attachment is getting hot. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 61.2 c and 52.8 c under load testing with coolant spray on. These temperatures exceeded maximum allowable temperature standards. Microscopic evaluation revealed moderate gear wear on the head-tail and head assemblies. Significant debris was noted inside the bead and cap cavities and inner components. All components appeared to be dry and slightly corroded. The lack of lubrication may have caused friction and as a result increase the temperature causing the heat reported in the complaint.

Event description:
During repair by our repair facility for a leak issue, a midwest e 1:5 attachment overheated during testing; no injury resulted and no intervention was required.